Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius medical care via email that the transducers on the combiset bloodlines is not working properly and sucking air into the lines. The transducer was replaced with an available spare to resolve the reported issue. The clinic manager stated during follow-up that the issue was note before blood entered the lines. There was no patient harm associated with this issue. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.